Event description:
It was additionally reported that the lead exhibited high threshold and was unable to capture at maximum output due to a possible fracture. The lead was capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d224trk ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited lack of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.